Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient¿s capsular bag looked 90% intact but at 1 week post operation, the iol was ¿sun setting¿ with vitreous strand in the anterior chamber. Additional information has been requested; however, further information has not been received.